Event description:
In 2004, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprostheses. A CT taken in 2008, revealed aneurysm enlargement to 8.3 cm without evidence of an endoleak. A reintervention was performed in 2009, using gore excluder aaa endoprostheses to reline the original devices. The pt is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of an endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate device used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Also implanted in the pt was a trunk ipsilateral leg component pct281416.